Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent distal damage. Damage was noted to the 2 most distal stent strut rows; struts from the most distal row had been lifted and pulled back distally. The remaining undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii drug-eluting stent was selected for use; however, before inserting the device into the guide catheter, it was noted that a stent strut was sticking out of place. Usage of the device was discontinued and the procedure was completed with a another synergy stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii drug-eluting stent was selected for use; however, before inserting the device into the guide catheter, it was noted that a stent strut was sticking out of place. Usage of the device was discontinued and the procedure was completed with a another synergy stent. No patient complications nor injuries were reported.